Manufacturer narrative:
(B)(4).

Manufacturer narrative:
D4) UDI# (B)(4).

Event description:
New information has ben received stating the patient died two days after this patient use event. Updated the MDR accordingly. The user is reporting that the device did not supply a shock when the shock button was pressed during a patient use event. Patient outcome is unknown.

Event description:
The user is reporting that the device did not supply a shock when the shock button was pressed during a patient use event. Patient outcome is unknown.